Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient was revised to address pain, osteolysis, trunionosis, pseudotumor and hematoma.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges pseudotumor, metal wear and metallosis.

Manufacturer narrative:
(B)(4).

Event description:
Update jun 06, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges walking in limp. After review of medical records for the MDR reportability, it was stated that the patient was revised to address pseudobursa formation in the right hip. Revision notes reported an approximately 150 cc of brownish hemosiderin stained fluid was obtained. After evacuation of hematoma, it was apparent that he had a large pseudobursa formation extending along the iliopsoas tendon sheath and posteriorly and inferiorly along the external rotators and lesser trochanter. Inspection of the femoral component revealed anteversion of about 15 degrees. It was also reported that there was a mild lysis along the medial neck. There was also noted a moderate amount of trunnionosis inside the femoral head and minimal trunnionosis along the femoral stem. The acetabular component was well fixed in approximately 40 degrees of abduction, 20 degrees of forward flexion and appeared to be no significant wear along the metal liner. MRI scan also demonstrated pseudotumor formation. This complaint was updated on jun 19, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.